Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing, headache, feels constant pressure/tightening of chest, sinus issue. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found dust/dirt contaminant around the air inlet and iso port. The manufacturer found device booted successfully and provide airflow using a known good dc power supply and ac cord. There was no evidence of sound abatement foam degradation. The manufacturer concludes the device had found a grey film contaminant on the top enclosure, front panel and bottom enclosure. Also found the presence of a dark grey contamination at the blower seal at the blower box that appears consistent with potential keratin observed. There was found evidence of sound abatement foam degradation was observed in the base unit. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.